Manufacturer narrative:
Correction: it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-172469 is a concomitant. Please refer to manufacturer report number 2016493-2023-175840, 2016493-2023-175838, which captured the correct suspect device per investigation report.

Event description:
It was reported the device had a programming error. Allegedly, the clinician needed to add a channel to the pump set up. When they added the channel reportedly the "entire pump went off". No error messages were noted. When the clinician turned the device back on, they hit the restore button. It was reported the restore function allegedly brought up dexamethasone rather than the already previously ordered infusion of dexmedetomidine. It was reported that the clinician unknowingly started the incorrect concentration of medication. As a result, the patient received an inappropriate bolus dose of dexmedetomidine. Patient required continued monitoring and an electrocardiograph (EKG) test. There was no patient harm.

Event description:
It was reported the device had a programming error. Allegedly, the clinician needed to add a channel to the pump set up. When they added the channel reportedly the "entire pump went off". No error messages were noted. When the clinician turned the device back on, they hit the restore button. It was reported the restore function allegedly brought up dexamethasone rather than the already previously ordered infusion of dexmedetomidine. The clinician unknowingly started the incorrect concentration of medication. As a result, the patient received an inappropriate bolus dose of dexmedetomidine. Patient required continued monitoring and an electrocardiograph (EKG) test.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.